Manufacturer narrative:
No malfunctions were detected during the mechanical and electrical inspection of the foot control or during the functional inspection of the overall system. The possibility of the pedal jamming and the motor continuing to run due to a defect in the w&h device can be excluded.

Event description:
After mandibular box resection, the bone was to be smoothed with a rose bur. During this procedure the drill continued to rotate even though the starter was not activated. The white footswitch of the foot control jammed so that the drive unit did not stop. Due to the jamming of the pedal, the tongue nerve on the left was wrapped around the drill and torn off. The nerve ends were prepared and joined with a suture. Doctor's assessment: immobility/reduced mobility of the tongue on the left. The actual damage can only be definitively assessed after 1/2 to 1 year.